Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic with muscle stimulation. Right ventricular lead electrical measurements were normal. During lead revision, the lead helix would not extend. Several attempts at extending the helix were unsuccessful. The lead was explanted and replaced. No further information was available.